Event description:
It was reported that the twiddler syndrome patient's right atrial and right ventricular leads were bunched up. The right ventricular lead was explanted and replaced on an unknown date. The right atrial lead was explanted and replaced on (B)(6) 2018. The patient was stable throughout. No further information was provided.

Event description:
New information received noted the right ventricular lead was also explanted and replaced on (B)(6) 2018.